Event description:
It was reported that an unknown healing abutment was stripped and could not be seated into the implant. The doctor noted that he had no issue inserting and torqueing down the bridge into the implants.

Manufacturer narrative:
The following sections have been updated: date of this report, event description, common device name, date received by manufacturer, checked "follow-up", checked follow-up type, entered evaluation codes.

Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that the internal implant threading was damaged. Re-threading tools were requested.

Manufacturer narrative:
The device was not returned for evaluation. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: date of this report, date received by manufacturer, checked "follow-up", checked follow-up type, entered evaluation codes, added manufacturer narrative.

Event description:
No further event information available at the time of this report.